Event description:
A radial jaw was used for a flexible fiberoptic bronchoscopy with bal and transtracheal biopsy for a patient who was undergoing a double lung transplant at a later date. During the procedure, while attempting a second biopsy, after techician opened the forcep and surgeon had positioned the device at desired site, a snap was heard. Observation under fluoroscopy revealed that the two wires on either side of the forcep tip had broken, therefore, no longer controlling the forceps. The forcep tip lodged sideways in the airway. The surgical team was able to maneuver the forcep and successfully removed it. Assessment post removal showed no airway bleeding or signs of damage. Patient remains stable with statistics of 99%.